Event description:
It was reported that the patient was not feeling well when presented to clinic. Upon interrogation, loss of capture was observed. Patient reported discomfort when pacing at high output. Fluoroscopy and chest x-ray revealed fluid in the pericardium and possible micro-perforation. After an unsuccessful attempt to reposition the lead, the lead was explanted and replaced. Patient stabilized on their own and no pericardiocentesis was necessary.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.